Manufacturer narrative:
(B)(4). Concomitant products: nexgen lps flex femur catalog unknown lot unknown; porous trabecular metal tibial tray size g catalog unknown lot unknown; size 6 fixed tibial bearing catalog unknown lot unknown; 10mm 35mm patella catalog unknown lot unknown; effexor; lisinopril htctz; amlodipine besylate; aspirin. Mw5067768. Product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty and subsequently reported experiencing pain, limited mobility, soft tissue swelling, loosening, and a popping sound when walking. The patient also reported that his knee implant got locked up during physical therapy and heat and cold packs along with massage to get it mobile again. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-02971.